Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead was noted to have had a gradual increase in pacing impedances since (B)(6) 2011. At the most recent follow up visit on (B)(6) 2012, the impedances were at 2,220 ohms. All other measurements of the lead were within normal limits. However, damage to the lead was suspected. The lead remains implanted at this time and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.